Event description:
When ortho surgeon placed the cutting guide on the knee and inserted the dual cutting blade. When proceeding to cut into the guide a 0.8 cm metal chip from the non cutting edge broke away.